Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0age0, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that there was a malfunction in the lead. The event occurred during the procedure. The lead was implanted and explanted on (B)(6) 2014 and was replaced. There were low impedances of 18 ohms on contacts 0 and 3. The action required was a result of the event was a different product was used. Impedance testing was done. The product issue was resolved. There had been little to no effect during stimulation once the lead had been implanted. The external neurostimulator (ens) was used to test the impedance which had shown possible short circuits. The surgeon had removed the lead and used a different one. An impedance test was done with the new lead and no issues were seen. Patient was alive with no injury. No patient symptoms were reported. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0age0, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension.

Event description:
Additional information received reported that the lead had been returned. There were no interrogation notes.